Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. He changed the infusion set. His muscles hurt and was unable to bring his blood glucose level down. Customer's blood glucose level was 446 mg/dl. The customer did not have a backup plan. The high pressure test passed. The insulin pump alarmed no delivery and it took him into a nonstop loop. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.